Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of pump stoppages associated with driveline disconnects was confirmed based on the information recorded in the log files retrieved from the returned system controller serial number (B)(6). The event log file contained events captured from 03mar2021 to 05mar2021. The recorded information revealed normal operation until 04mar2021, when the data captured at 3:43 pm suggested that the driveline was disconnected, resulting in driveline disconnect, lvad off and low flow alarms. The associated voltage levels indicated that the system controller was connected to 14v batteries and there were no active alarms prior to the disconnection. The driveline remained disconnected and at 4:01 pm both power cables were disconnected from the 14v batteries. The system controller was powered by the backup battery for approximately 9 seconds when it was reconnected to 14v batteries. The driveline was reconnected at 4:07pm and the system resumed operation at the set speed. The information recorded at 4:08 pm revealed that the system controller was disconnected from the 14v batteries again and the system was powered by the backup battery until 4:09 pm when the driveline was disconnected. The remaining data revealed that on 04mar2021 between 10:03 pm and 10:05 pm and on 05mar2021 at 9:52 am and 3:51 pm only external power was connected to the controller. The periodic log file contained events recorded from 22feb2021 to 05mar2021. The recorded data did not add any new information regarding the reported event. The system controller was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook, under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook, also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient death is reported against the heartmate 3 lvas kit in MFR report #2916596-2021-01349.

Event description:
Reference manufacturer report number: 2916596-2021-01349. It was reported that the patient experienced cardiac arrest. The preceding events were unclear. Reportedly, the wife found him on the floor of their bathroom with the driveline disconnected from the primary controller. Of note, the vad coordinator reported that while downloading data from the primary controller (still attached to the patient) there were multiple error messages encountered on the screen despite trying different cards. The information from the backup controller was downloaded without issue. Technical services (ts) reviewed the log file and observed pump stop events. Ts explained that these events appeared to be caused by the driveline being disconnected twice. The first pump stop occurred on (B)(6) 2021 from 15:43:57 to 16:07:23, and the second pump stop occurred on (B)(6) 2021 from 16:09:01 to 16:16:12. There was a no external power alarm active during the second driveline disconnect, at which time the emergency backup battery (ebb) was drained. Ts said that it was caused by the controller being removed. Additionally, it was reported that the patient ultimately passed away.